Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a functioning outlet for at least 30 consecutive minutes, after which the pump began to charge using the original charging supplies. No further assistance was required, but a replacement charging cable and adapter were sent to maintain customer satisfaction.